Manufacturer narrative:
Device evaluated by MFR.: the device fg maverick 2 mr, 1.50mm x 20mm, stent delivery system was returned to the complaint investigation site. Visual, tactile and microscopic and leakage testing analysis was performed on the device. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft and no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. During leakage testing, the device was attached to an encore inflation unit. A pinhole was located in the mid-section of the balloon when inflating to rated burst pressure of 20 atmospheres. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 31jul2024. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in a severely tortuous and severely calcified lesion in the left anterior descending artery. A 1.50mm x 20mm maverick was advanced for treatment but could not pass through the lesion. The procedure was completed with a different device without any patient complications reported and the patient's status was fine. However, returned device analysis revealed a balloon longitudinal tear.